Event description:
Consumer reported as tubing has separated at the place where it joins the plastic sleeve. The pt noted a weight increase in the past 12 weeks. Follow-up findings: surgeon confirmed the band tubing has cracked and broken at the site of the connector and noted this will need to be fixed and modified so that it is not a risk of happening again.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter and surgeon of the complaint were asked to return the product for analysis if it is explanted in the future. The explant surgery has not been scheduled at this time and the device remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The surgeon was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Further info from the surgeon regarding the exact implant date and the explant date, when scheduled has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."